Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had failed. A field service engineer inspected the drawer and found that the magnet was missing; later located the magnet on the rear panel. The fse replaced the latch inseparable and tested the drawer in hardware test application (hta) successfully. The customer tested the drawer in the pyxis application, and also the customer completed the inventory with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med9e drawer 2 failed with a message instructing the user to close the drawer even though it was already closed. The customer attempted to recover the drawer; however, it did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.